Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was sometimes unresponsive. During troubleshooting with tandem technical support, it was confirmed that the pump touch screen was not responsive. The customer's blood glucose level was 303 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.